Event description:
It was reported that the right atrial (ra) lead had increasing thresholds. The lead was extracted and a new lead was implanted. No p atient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. Visual analysis found the outer insulation breached in vivo. The breached insulation did contribute to the electrical complaints. (B)(4)